Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: denmark. It has been reported that a piece of the working end of a pair of scissors broke off. The end user is unsure if the breakage occurred during use or during cleaning/processing.